Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer reconnected to insulin pump after two years and believed insulin pump was not longer working due to experiencing high blood glucose levels of 419 mg/dl. Customer's blood glucose value was 328 mg/dl. Customer states drive support cap is normal. It was reported that the clinical specialist would assist customer. The product was not returned for analysis.